Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed its op check for the defib test. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device failed its op check for the defib test. The customer requested to return the device to the bench for evaluation. The customer had just received the device from the bench and the issue had not been resolved. The bench confirmed there was a shock equipment malfunction error message; they did not see a defib test failure. There was a charge/shock failure in the status logs for the therapy pca. The therapy pca and processor pca were replaced to resolve the reported issue. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca. One processor pca was returned for failure analysis. The reported allegation "op check failed" was verified / duplicated during lab tests. J16 was found to have pin(s) lifted, affecting the output power. Upon conclusion of the evaluation, it was determined that the therapy pca and processor pca required replacement. Failure analysis found no fault with the therapy pca and identified a fault with the processor pca. Therefore, it is determined that this was a malfunction of the processor pca. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed its op check for the defib test. There was no patient involvement.